Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switching episodes and a loss of capture were observed in the ventricle. The patient experienced syncope. The session records were reviewed which found an issue with device capture. Autocapture was turned on and the patient is in stable condition.